Event description:
It was reported that the patient presented to the emergency room (ER) with dizziness, increased shortness of breath, and increased tiredness. The device was interrogated and no capture on the ventricular lead was noted event at maximum output. Chest x-ray showed the lead had moved forward. Possible lead perforation. The lead was repositioned and remains in use. The patient is enrolled in the protect-pace clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).